Manufacturer narrative:
According to the customer "the asepto's fall apart, the syringes leak and the lap sponges have excess strings coming off them". No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer "the asepto's fall apart, the syringes leak and the lap sponges have excess strings coming off them".